Manufacturer narrative:
(B)(6). PMA/510k #: exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotomy (tul), the user crushed the stones and attempted to extract them using ncircle tipless stone extractor, but the basket would not close at the target site. Another ncircle tipless stone extractor was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during a transurethral lithotomy (tul), the user crushed the stones and attempted to extract them using ncircle tipless stone extractor, but the basket would not close at the target site. The user tested the function prior to use and noted it felt "strange" but decided to use it in the procedure anyhow. The device did not work well and was removed from the patient. They noted the purple protective sheath was detached and the catheter shaft may have been stretched. They did not attempt to re-assemble the complaint device. Another ncircle tipless stone extractor was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. One product was returned in the open outer package. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob was tight. The mlla (male luer lock adapter) was not attached to the handle and was not returned. The polyethylene terephthalate tubing (pett) measured 2.7cm. The flare of the support sheath was visible. A function test was unable to be performed without the mlla. The handle was disassembled, and the cannulated handle was noted to be bent. The support sheath and basket sheath were still adhered. The basket formation can be manually actuated. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed. A functional test could not be performed as the male luer lock adapter (mlla) that secures the basket assembly to the handle was missing. The cannulated handle (the proximal end of the basket assembly) was bent. It was possible to manually function the basket by moving the cannulated handle. Based on the provided information and inspection of the returned device, it appears the mlla had separated from the handle, causing the reported issue that the basket would not close. The cause for the mlla having become disconnected from the handle could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 08mar2022: the user tested the function prior to use and noted it felt "strange" but decided to use it in the procedure anyhow. The device did not work well and was removed from the patient. They noted the purple protective sheath was detached and the catheter shaft may have been stretched. They did not attempt to re-assemble the complaint device.